Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that oversensing was observed with this right atrial (ra) lead one day post implant. An x-ray was performed and revealed that the ra lead had dislodged. The pt did not experience inappropriate therapy as a result. A revision procedure was performed and this ra lead was successfully repositioned without further incident. As no further information concerning this report is excepted, our investigation is complete. This investigation will be updated should further information be provided.